Manufacturer narrative:
Review of applicable device history records did not identify any deviations or nonconformances that are likely to have contributed to an infection. Infection is a known and inherent risk of surgical procedure.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023, targeting the common peroneal and tibial nerves to treat foot pain. Patient was issued standard adhesive clips to secure the external therapy discs. On (B)(6) 2023 the patient reported some skin irritation at the location of the adhesive discs and was advised to refrain from using the adhesive until the incision site had fully healed. On (B)(6) 2023 a nalu representative was notified that the patient was confirmed to have developed an infection at the implant site. Patient was treated at a local medical facility and planned to follow up with the implanting physician.